Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, atrial noise was noted on the at/af episode. The noise could be reproduced in clinic. No intervention was performed at this time; the patient would continue to be monitored. The patient was doing well post event.